Event description:
Customer reported via phone call that they received a motor error alarm. The blood glucose reading is 157 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
Unit passed the rewind, basic occlusion test, prime/a33 test and displacement test. However, unit received stuck in the motor error loop during bolus / basal delivery. Unable to confirmed e70 error alarm due to erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit received with cracked case at battery tube threads and reservoir tube lip. Unit received with minor scratched lcd window.